Event description:
It was reported that the patient had a seroma. A revision was being done on the report date. A proximal revision kit was being used. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later reported the cause of the catheter issue was an occlusion, the location indicated at the spinal segment. The entire system was replaced. No cultures were done to evaluate the seroma. The patient was noted as receiving effective therapy. The pump was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).